Event description:
Additional information was received that the remaining portion of the lead was explanted at a later date. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was involved with a system infection and erosion. A revision procedure was performed to remove the implantable system. During the procedure, the lead was attempted to be explanted however had broke inside of the patient. A portion of the lead was left inadvertently in the patient. The patient will be assessed for a replacement system at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
Information suggests that the lead is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.